Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2024-30911 - device 2 of 2.

Event description:
Reference number (B)(4). Event occurred in spain. It was reported on 02-sep-2024 that the patient encountered infusion set cannula was kinked within 3 hours of insertion. The infusion set was in use for few hours. The issue got resolved by replacing the infusion set and resumed insulin deliveries successfully. There were different event dates 05 sep 2024, 11 sep 2024, 16 sep 2024, 20 sep 2024, 23 sep 2024, 25 sep 2024, 30 sep 2024, 02 oct 2024 and 05 oct 2024. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.